Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. When drawing out a catheter the cap over the hemostatic valve came off and could not be repositioned onto the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued without further issue. Additional information received indicated the hemostatic valve was too tight, so the inner dilator popped out. This was during prep by one of the nurses, so it was never placed inside the patient's body. There was no patient consequence.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. When drawing out a catheter the cap over the hemostatic valve came off and could not be repositioned onto the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued without further issue. Device evaluation details: the device was inspected, and the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. The brim cap was found attached and it required a high strength to be detached. The hemostatic valve and the silicone ring were also observed under microscopic examination, the damage observed in the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility to avoid this type of damage. The identified issue of hemostatic valve separation is considered to be an MDR reportable malfunction. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the valve issue observed could be related to the incorrect insertion of the dilator into the sheath causing valve detachment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported brim cap detachment. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)